Event description:
Medtronic rec'd info that during an off-pump bypass procedure, a tear in the pts myocardium occurred where this heart positioner suctioned to the pt's heart. It was reported that this pt had cardiomegaly. Sutures were used to repair the tear, and a clinically insignificant amount of blood loss was reported. The suction setting was unaltered on this device, which was used for the remainder of the procedure.

Manufacturer narrative:
Device history reviewed. Results: device history review found the prod met specs when released for distribution. Analysis: reason for return could not be confirmed. Visual inspection shows no outward signs of physical damage or abnormalities. Unit was cleaned and attached to vacuum line, with -250 mm/hg applied. The device immediately attached to a smooth latex surface with no signs of slippage or vacuum loss. This device is designed for vacuum to be at -250 mm/hg maximum. Unit appears to be mechanically functional. Medtronic will continue to monitor for similar incidents in the future. Conclusion: device evaluated and alleged failure could not be duplicated. The pt's enlarged heart is suspected to be the cause for the reported event. The device was found to perform as expected.